Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was just at home watching tv and the cgm readings were stuck at 184 mg/dl. The patient experienced seizures. There was no bg reading taken. Her daughter told the grand daughter to call the ambulance. The patient didn´t know if there was any treatment provided by the paramedics and she was taken to the hospital. The patient regained consciousness when she arrived at the hospital. At the hospital they took a bg reading which was 105 mg/dl and the cgm was still stuck at 184 mg/dl. There was no documentation about the treatment provided at the hospital. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before the patient experienced a seizure. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.